Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician contacted them and reported that they attempted to remove a lead from a patient and the lead broke, leaving a portion of the lead implanted. The message noted that the sheath of the lead was left, the retained portion was the plastic casing where you see the electrode along with the width of the wire. (It was not clear to tss what exactly was left based on the description provided from the md and the caller could not clarify.) Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about MRI guidelines and sent the MRI manual to the caller. The caller did not know which lead was implanted/damaged.